Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to high blood glucose level of 401mg/dl. The customer¿s blood glucose level was 127 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the manual injections and was treated with insulin and fluids at the hospital. The customer did not mention any symptom related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin pump passed the high pressure test. The insulin pump and the infusion set will not be returned for analysis.